Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
For kp it was reported that a spectrum pump had an unspecified error showed on the display and turned off during therapy of clinimix. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of unspecified alarm. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'unspecified alarm' which was reproduced during evaluation. A review of the event history log identified system error 110. The reported condition was verified. The cause was determined to be a loose motor nylon screws. The gears and bearings were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of turn off. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.